Event description:
It was reported the patient's device was interrogated and is now showing a near end of service (neos = yes) condition. The patient has been referred for vns replacement; however, no surgical interventions have taken place to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
Attempts for additional relevant information have been unsuccessful to date. Follow-up revealed that the physician was unaware of the reported event and that the patient had not contacted him regarding the issue. It was noted that the patient had been in and out of the ICU but had yet to visit the physician for evaluation; therefore, the physician was unable to provide his assessment regarding the reported event.

Event description:
It was later reported the patient was doing well and was at home. The tc was going to follow up with the physician to see when patient will be ready for the vns replacement. It was also reported the patient had two small seizures, not outside of the patient's norm. No surgical interventions have occurred to date.

Event description:
It was reported that the vns patient was referred for prophylactic generator replacement surgery due to an ifi - yes condition. After being hospitalized for issues unrelated to vns, the patient reported having a grand mal seizure for the first time since being implanted with vns. The patient's device was tested and showed lead impedance within normal limits. Surgery has not occurred to date. Attempts for additional relevant information have been unsuccessful to date.

Event description:
The patient's generator replacement surgery was completed on (B)(6) 2016. The explanting does not return explanted products except under subpoena, so product return attempts could not be completed. No additional pertinent information has been received to date.